Event description:
It was reported that during an implant procedure there was difficulty placing the lead. No further details could be obtained. Another lead was used and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.